Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device is unable to power off at times.  Upon evaluation, physio-control observed that the device was intermittently unable to power on. There was no patient use associated with the reported event.